Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a novel implantable cardioverter defibrillation (ICD) implant procedure. During the procedure, it was noted that the patient's novel left ventricular lead could not be fully seated in the ICD header and was producing high, out of range pacing impedance values. The physician elected to complete the procedure using an alternate ICD on (B)(6) 2021. The patient was stable.